Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was implanted in the patient one month ago, and before dialysis, at the time when dialysis was going to start, in charge of flushing the catheter, the catheter came out due to flushing with heparin. As the hcp (health care professional) suggested, there was no fibrosis formed to hold the catheter in the patient's body. The catheter was not repaired; there was no leak, and normal saline and heparin were the cleaning agents used on the device. Tego was utilized. There was no luer adapter issue. The insertion site was treated with betadine solution prior to product placement. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. No other products were being utilized with the device. The product was replaced with another catheter from the same lot the next day as an action to resolve the issue, and the procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was implanted in the patient one month ago, and during the time of dialysis, when the dialysis incharge flushed the catheter, the catheter came out due to flushing with heparin. As the hcp (health care professional) suggested, there was no fibrosis formed to hold the catheter in the patient's body. The catheter was not repaired. There was no leak, and normal saline and heparin were the cleaning agents used on the device. Tego was utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. They had to implant another catheter in patient. The product was replaced with the same lot. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an ingrowth or catheter migration issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.